Event description:
Surgeon called me to the room to inform me that the covidien brand premium surgiclip ii medium clip applier was not working properly. He explained that the device would not reset itself after deploying the clip so the fired clip was not fully secure inside of the patient, concerning for coming loose or falling off the structure that had been clipped. Surgeon also stated the deployed clips would "scissor" meaning the ends of the clip would not fully come together and provide the desired ligating function.